Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector at the time of the shock was set to the secondary vector. The patient is in a wheelchair and is on dialysis. During office testing, the patient's signal was better with the smartpass feature programmed off. Technical services advised some additional testing and programming options. There were no additional adverse patient effects. The system remains implanted.